Event description:
Patient was in the operating room for shoulder arthroscopy procedure. Just prior to intubation, laryngeal tracheal anesthetic tube was being pulled out and the tip broke off. Tip was 1.5 inches long. The tip ended up in the trachea and then the slipped down into the left bronchus. Immediately recognized and was retrieved with a bronchoscope and snare. No patient injury.